Event description:
It was reported that during preparation for use, the packaging of 1 device would not open correctly and disintegrated into several pieces. It was further reported that there was no patient involvement, no delay and there were no adverse consequences as a result of this event.

Manufacturer narrative:
It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.

Manufacturer narrative:
The device packaging subject to this investigation was not returned for evaluation. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that while unpacking the blade, the packaging would not open correctly and disintegrated into several pieces. It was further reported that there was no patient involvement and that there were no adverse consequences as a result of this event.